Event description:
It was reported that the patient with this inflatable penile prosthesis experienced scrotum pain. Upon further review it seemed like the proximal tips of the implant were in the anterior scrotum. When the pump was used to inflate the device, it was noted the cylinder in the scrotum start to expand. This caused pain and unusual discomfort. One cylinder was completely out of the left corporatomy. The left cylinder was popped while the right maintained well inflated. The device was removed and replaced with tactra. No further patient complications were reported.